Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices were achieved in the right common femoral artery via 5fr sheath using the preclose technique prior to an interventional procedure. Reportedly, after the successful suture placement of the two proglide devices, the sheath was upsized to 18fr. The interventional procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. An angiogram was taken and showed low blood flow in the superficial femoral artery, indicating an occlusion. A cut down was performed treating the occlusion. There was no reported adverse patient sequela. There was reportedly a clinically significant delay in the procedure. No additional information was provided.